Manufacturer narrative:
Device was returned for additional evaluation and investigation. A review of the device history record, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, verification of sterilization, and packaging for subject pump was performed. The review did not identify any non-conformances, issues or capas associated with pump function. Additional physical investigation was performed on the device, but the alleged issue could not be confirmed. Visual inspection of the pump did not find any anomalies with the exterior of the pump. Engineering fully emptied the pump reservoir. The cap and the catheter were primed with swi. Engineering placed the catheter tip in a vial of swi. A magnet was placed on the pump to fully open the valves and simulate an MRI. An attempt to pull fluid through reservoir and flow path with the valves open, failed. No fluid was successfully pulled through the flow path. The root cause of the alleged issue could not be determined. Internal complaint number: (B)(4)

Manufacturer narrative:
Pending completion of device analysis and review of device history record. Internal complaint number: (B)(4).

Event description:
Agent reported a prometra ii 20 ml pump that had more than 1 ml received from the reservoir following an MRI. It was reported that the physician did both the pre- and post- MRI protocol. Agent reported that the physician pulled the vacuum and that about 2.5 mls of fluid was received. The medication appeared that the fluid was continuing to flow into the syringe, so the physician stopped pulling on the syringe. The physician was not comfortable programming a fav reset at the time of the reported issue. The magnet strength of the scan was 1.5 t, the spatial field gradient was 1100 gauss/cm, and the duration of the pulse sequence was between 15 and 30 seconds. The total scanning time was 30 minutes. Agent confirmed that the physician turned off the pump and aspirated from the cap. The pump was later explanted and replaced.